Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. It was observed however that the third party therapy adapter cable had a break in the cable which did contribute to the reported failure. Physio recommends against the use of third party equipment and also recommends that the best use of the defibrillation electrodes is a direct connection to the patient and not through an adapter cable. The likely cause of the reported issue was due to use error.

Event description:
It was reported by a local physio-control field service representative (fsr) on behalf of the customer that one of their devices was placed on a (B)(6) male patient on (B)(6) 2013, but would not advance past the "connect electrodes" prompt. The patient had a history of copd and had been released from the hospital that day at 15:00. The patient went into cardiac arrest at approximately 19:00. The patient was not alert or responsive when the fire department personnel arrived. The care of the patient was transferred to an ambulance service called amcare shortly after (exact time was not provided). The patient was defibrillated three (3) times with the amcare philips brand defibrillator. The patient was admitted to the hospital; however died 2 days later. It was noted that the customer had been using a third party therapy cable adapter and a set of third party defibrillation electrodes.

Manufacturer narrative:
(B(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. It was observed however that the third party therapy adapter cable had a break in the cable which did contribute to the reported failure. Physio recommends against the use of third party equipment and also recommends that the best use of the defibrillation electrodes is a direct connection to the patient and not through an adapter cable. The likely cause of the reported issue was due to use error. Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The customer reported that the defibrillation electrode adapter cable used with the device during the reported event had a broken wire and was the cause of the reported issue. Physio recommends against the use of third party equipment and also recommends that the best use of the defibrillation electrodes is a direct connection to the patient and not through an adapter cable.